Event description:
The account noticed that the ground prong on the power cord was loose inside the plug.

Manufacturer narrative:
The technician found the ground prong was no longer secure within the power cord plug. He replaced power cord and ensured the current leakage and ground resistance was within spec to repair the bed.